Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage between the grips and charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between grips - instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted gastric banding surgical procedure, sparks were observed while using the fenestrated bipolar forceps (fbf) instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with the same instrument, and there was no reported injury. Intuitive surgical, inc. (Isi) followed-up with the reporter and obtained the following additional information: the instrument was inspected prior to use. The customer confirmed the blue cautery cord connected to the reported instrument. The customer was using the medtronic forcetriad with integrated electrosurgical unit (iesu) settings: cut: 35 and coag: 35. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tips were in contact with tissue when the event occurred. The instrument not removed at any time prior to the event.